Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator; there is a constant frozen screen. There is no report of patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for evaluation. Upon inspection, there was some debris on the right bottom corner of the screen. The front assembly was installed in a known good unit and powered on, the reported issue of the frozen screen was unable to be duplicated. It was determined the suspect front panel assembly showed signs of fluid ingress inside the touch screen, indicating the most likely failure of the reported issue. This issue will be internally investigated within carefusion.